Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital with extremity swelling consistent with heart failure. An electrocardiogram performed on (B)(6) 2020 revealed the patient's right ventricular (rv) lead was failing to capture. Upon interrogation, it was found that the rv lead also exhibited high, out of range pacing impedance and r-wave amplitude variation. The lead was capped and replaced on (B)(6) 2020. During the procedure, it was further identified that the lead was fractured. The patient was discharged the same day and was recovering.

Event description:
New information received notes that a lead was added for pacing and sensing in lieu of the chronic right ventricular lead, and high voltage therapy was programmed off per patient request. The patient was discharged on (B)(6) 2020.